Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were experiencing painful stimulation. The patient noted that they were implanted on monday and was under anesthesia and given pills. The patient stated that before they left the hospital they were programmed and increased to where they could feel it at 1.5 or 1.6 v. The patient reported that later that day they were sitting in their recliner with their phone and when they tried to get up they felt excruciating pain in their vagina like it was jacked up high. The patient noted that it was 10 times worse than labor pain and that it was like an electrical shock in the vagina. The patient stated that a friend came over who called a healthcare professional (hcp) and cut it down. The patient noted that the hcp had told them that they could cut it back up when they were ready but the number was not increasing. The patient confirmed that therapy was on and set to program 1 at 1.3 v. The patient decreased stimulation to 0.0 and then increased to 1.5, noting that they could barely feel it. It was indicated that the issue appeared to be resolved and the patient was advised to follow up with their hcp at their appointment on (B)(6) 2017. No further complications were reported or were expected.